Event description:
It was reported the patient underwent an initial right total hip arthroplasty. A few days later the patient underwent repositioning with anesthesia due to dislocation. The patient dislocated their right hip a second and third time due to unknown reasons requiring repositioning a month and four months post implantation. The patient is scheduled for a revision surgery.

Manufacturer narrative:
(B)(4). D10: 650-0661 delta ceramic fem hd 36/0mm 3128008. 010000668 g7 pps ltd acet shell 62h r7313004a. 51-103150 tprlc 133 t1 pps so 15x150mm 7198025. G2: foreign: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right tha. Subsequently, the patient dislocated three times and underwent a revision surgery where the shell, liner, head, and screw were explanted. No complications reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent scheduled revision surgery where the shell, liner, head, and screw were explanted. No complications reported.